Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. It was reported that a crack in the outer layer of the patient¿s driveline was observed during a clinic visit on (B)(6) 2021. No alarms were associated with the observed damage. The submitted image confirmed a tear in the outer silicone jacket of the external portion of the driveline, adjacent to the controller connector bend relief. The underlying bionate layer was exposed; however, no wires were visible in this area, and the damage appeared to be cosmetic only. It was reported that the damaged area of the driveline was successfully reinforced with rescue tape. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a crack in their driveline that was noted during a clinic visit on (B)(6) 2021. The crack was successfully reinforced with rescue tape and there were no alarms associated with the damage.